Event description:
The chemo mixers just alerted me to an issue while mixing. They were drawing up cisplatin and had the onguard 2 cstd 28 mm vial adaptor on the vial, and it started leaking. They said it was only around 5 drops of drug that came out, but I wanted to make sure to report this, in case there is some sort of manufacturer problem with this specific lot. The reference number on the package is 412162 and the lot is ubp527, with an expiration of 2027-10-31.